Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) with a blood glucose (bg) level was 372 mg/dl and high ketones which were identified as dangerous by healthcare professional. Customer attempted to self-treat with a correction bolus via pump however was treated at the ER with intravenous fluids of saline, insulin, and anti-nausea medicine. The customer was released the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.